Event description:
It was reported that the generator was not connecting and there was a system failure. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was adjusted. The system was then found to be operating as intended.